Event description:
Health care professional (hcp) reports home patient (hp) was overfilled twice during apd therapy using the homechoice cycler. Health care professional reported the homechoice would not drain between 100 - 200 mls during the drain before continuing on the next fill phase and delivering the preprogrammed fill volume of 2000 mls. Health care professional stated the homechoice cycler had previously been used at the dialysis facility, however, it was the first night the home patient performed apd therapy with the homechoice at home. Health care professional reported that the home patient said she did not bypass at any time during the therapy, however, she did try to discontinue therapy using the homechoice early. Health care professional reported the home patient experienced shortness of breath and abdominal pain. According to the health care professional, the home patient performed a manual drain and removed an unspecified volume of fluid that weighed approx 9.5 lbs. Health care professional stated there was no pt injury or medical intervention as a result of this incident, although home patient continues to experience some pain and soreness in the diaphragm area.